Manufacturer narrative:
The cerelink icp microsensor (ID 823045) was returned for evaluation. Device history record (DHR) - product 826852 for lot 6162676 (sn 133847), and the lot met specifications when released. Failure analysis - the issue of the complaint was not confirmed. No visible damage to the millar sensor, catheter material, or connector. Cerelink monitor was acceptable; icp express read 438. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Root cause - the root cause of the issue reported by customer could not be determined as the device worked correctly.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink icp microsensor was placed via metal skull bolt on (B)(6) 2023. On (B)(6) 2023, the icp xpress unit read and icp mean of 0 to -1, and the waveform on the patient monitor fluctuated between -5 to 5. Patient sedated with propofol and fentanyl, equally reactive pupils. The patient was bronched prior to calling clinical specialist, and patient¿s heart rate increased during the bronch but the icp remained -1 to 0. Charge nurse inspected lead wire of sensor and reported that it appeared intact. The zero-reference number was correctly entered into the icp express unit. The nurse was advised through re-synchronizing both monitor, changed patient cable and monitor. However, all troubleshooting techniques failed to elicit a different outcome. Therefore the nurse was advised that it was likely a sensor issue, either dislodged or damaged in a way not easily visible and to notify the physicians. The sensor was removed for inaccurate readings and was not replaced. The patient remains in serious, but stable condition. Clinical questionnaire received: implant location: parenchymal. Hospital location of implant: ICU. Did the failure occur during patient movement? (I.e. Reposition, transport, out of bed for bathroom, ambulate, chair, etc.): no. Did the patient receive an MRI or CT scan before the failure occurred? CT scan. When the failure occurred, was the integra/codman icp monitor plugged into the wall? Yes. When the failure occurred, was the integra/codman icp monitor connected to a patient monitor? Yes. When the failure occurred, where was the integra/codman icp monitor positioned: IV pole other devices implanted in the head? (Shunt, evd, subdural drain). No. Was more than 1 integra/codman icp monitor used for the sensor? During troubleshooting the patient cable and monitor were changed out with no impact on icp value or waveform.